Event description:
Complainant alleged that during biomed testing, the device inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections a1 & 4, b3, b5, 6, 7, d5 and h6 (health effect impact code). Evaluation results: the device was returned to zoll medical corporation; the customer's report was duplicated and attributed to the battery connector assembly. The battery assembly was identified to cause a battery comm error, which will prevent the acknowledgment that the battery is depleted prior to shutting down, which is what occurred during this event. The battery connector assembly was replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.